Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; one of the ceramic slice is cracked. The insert was returned without the provided protection. The broken fragments have not been returned. DHR review; no nonconformity for this lot. Two previous complaints for this lot. Complaints history; including this complaint, the complaint rate for product family bipolar insert for the past 12 months is 0,013491% complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of 0,014311% complaints / product uses for the prior 13-24 months. Conclusion: the breakage is probably due to some shocks during reprocessing with the absence of the protection provided or a lack of care.

Event description:
It was reported that the device broke in several parts while in use on the patient. The surgeon had to retrieve all the parts one by one, all parts were retrieved. No patient injury was reported for this event and is unknown if the event lead to surgical delay.